Manufacturer narrative:
Additional narrative: (B)(4). This report is for one (1) unknown 3.5mm cortex screw. Part and lot numbers are unknown. Without the specific part and lot numbers, the UDI number is not available. Original implant date was on an unknown date in 2016. Complainant device is not expected to be returned for manufacturer review/investigation. (510k#): unknown, as specific part number of the screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the revision surgery was performed on (B)(6) 2017, due to a non-union of an ulna fracture. Original implant date was on an unknown date in 2016. The locking compression plate (lcp) and screws were removed intact and replaced with a recon plate and screws. The patient also received an autologous medial femoral epicondyle vascularized bone graft. The physician stated the non-union was related to the patient biology. There was no report of surgical delay and the procedure was completed successfully. This report is for one (1) unknown 3.5mm cortex screw. (B)(4).